Event description:
Patient presented unhappy and apex pin that had been placed was loose. Surgeon will remove while also doing "synthes ria" and bone grafting. Patient was revised to a hoffmann 3 delta frame.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that self-drilling half pin apex ha-coated ø 6mm, 200 x 40mm was alleged of issue s-41 (poor fixation) could not be confirmed, since the device was returned cut and no other evidences were provided. Based on the currently available information, the exact root cause cannot be identified. However, the apex pin was alleged of loosening 2,5 weeks after implantation. Patient was (B)(6) therefore it might be possible that her bone quality was not optimal, moreover, we don¿t know the post-surgery activity level of this patient. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to confirm the failure mode and determine the root cause of the event. If any further information is provided, the investigation report will be updated.

Event description:
Patient presented unhappy and apex pin that had been placed was loose. Surgeon will remove while also doing "synthes (B)(4)" and bone grafting. Patient was revised to a hoffmann 3 delta frame. Rep clarified that there was a revision, "the removed frame was replaced with a hoffmann 3 delta frame."